Event description:
The patient had trouble lining up the dots correctly. Once the patient was able to line up the dots, the driveline was connected.

Manufacturer narrative:
Section d1: brand name was corrected. Section d4: catalog number and UDI were corrected . Manufacturer¿s investigation conclusion: the reported event of difficulty inserting the driveline was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis; however, a log file was submitted for review that showed events spanning approximately 4 days (23may2023, 01jan2000, 04oct2023, 09jan2024 per timestamp). The driveline was connected to the controller on (B)(6) 2024 at 07:22:15. There were no other notable alarms. Provided information indicated that the patient had trouble connecting the driveline to their backup controllerduring a controller exchange; the patient aligned the arrows and successfully connected the driveline. They estimated that they were disconnected for a couple of minutes prior to being able to connect the driveline, the patient was asymptomatic during and after these events. A root cause for the reported difficulty in connecting the driveline was suspected to be related to the user not aligning the arrows correctly prior to attempting to connect. Log files incidentally found that the driveline was initially connected to the controller on (B)(6) 2024 at 15:48:05 and was disconnected from the controller on (B)(6) 2024 at 16:11:05, related to a controller exchange captured under MFR # 2916596-2023-07356. (B)(6) was the new controller after (B)(6) was exchanged for damaged lcd, and then (B)(6) was exchanged for potential green slime/moisture. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Customer order, (B)(6) , was shipped on 28jul2023. Heartmate 3 patient handbook section 2 ¿how your heart pump works,¿ under sub-section titled "connecting the driveline to the system controller" addresses the proper steps for connecting the driveline to the system controller. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for evaluation concerning a backup battery fault alarm. The patient was asymptomatic, but they were anxious due to the alarm, and performed a system controller exchange at home before contacting an on-call coordinator. The patient had trouble getting the driveline inserted into the port. It was estimated that a couple minutes passed before the patient was able to insert the driveline into the new system controller. There were no further alarms after the system controller exchange. The log files submitted for the new primary system controller in use confirmed that were no unusual alarms recorded after the controller exchange. The mechanical circulatory equipment was operating as intended. Related manufacturer reference number: 2916596-2024-00305